Manufacturer narrative:
(B)(4).

Event description:
It was reported that they were able to aspirate the reservoir, but unable to fill it. About 2-3ml of the drug was aspirated and the first 20ml was filled in the reservoir as expected, but when the second 20 ml was tried, and they were unable to fill any more drug in the reservoir. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4)